Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time he received readings from his adc blood glucose meter which he believed were inaccurate; noting he ¿used too much insulin¿. Customer provided the following readings which were reportedly received within 10 minutes: 18.0 mmol/l (324 mg/dl), 7.0 mmol/l (126 mg/dl) and 2.0 mmol/l (36 mg/dl). The readings when plotted on a parkes error grid fall into the ¿c¿ zone showing the difference in values to be clinically significant. Paramedics were called and upon arrival determined the customer to be hypoglycemic and administered an unspecified ¿injection¿. It is unknown when the customer self-administered ¿too much insulin¿. No further treatment was reported. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the meter passed all tests prior to release. A DHR for the precision strips was reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on an unspecified date/time he received readings from his adc blood glucose meter which he believed were inaccurate; noting he ¿used too much insulin¿. Customer provided the following readings which were reportedly received within 10 minutes: 18.0 mmol/l (324 mg/dl), 7.0 mmol/l (126 mg/dl) and 2.0 mmol/l (36 mg/dl). The readings when plotted on a parkes error grid fall into the ¿c¿ zone showing the difference in values to be clinically significant. Paramedics were called and upon arrival determined the customer to be hypoglycemic and administered an unspecified ¿injection¿. It is unknown when the customer self-administered ¿too much insulin¿. No further treatment was reported. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.